Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The instruction manual states the possibility of infection by insufficient reprocessing. The exact cause of the reported event could not be conclusively determined, because the result of the third-party microbiological testing performed after reprocessing by olympus france (ofr) cleared the french guideline. However, based upon the past similar cases, the reported event may have been caused by the following: there was a difference in the reprocessing method of the device performed by the user facility and ofr. Contamination occurred during sample collection for microbiological testing. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for coagulase-negative staphylococci (2 cfu/endoscope). The testing result cleared the (B)(6) guideline. Olympus (B)(4) inspected the device and confirmed that the adhesive of the bending section rubber had peeled off. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility before use, following microbes were detected from the sample collected from the device. First time; (B)(6) 2021: multiple channels: aerobic bacteria, klebsiella pneumoniae (total >100 cfu). Second time; (B)(6) 2021: multiple channels: aerobic bacteria, pseudomonas aeruginosa, escherichia coli, enterococcus faecalis (total >100 cfu). The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie4, using peracetic acid. The user facility reported that this device was reprocessed according to the instruction manual. There was no report of infection associated with this report.